Event description:
It was reported that the barbed suture product was delivered with conceal damage on (B)(6) 2022. The label was also scrunched up. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: it was reported that the product was delivered with conceal damage, could you please provide more details? Regarding the concealed damage. The damage is inside the cellophane enclosed box. Was the suture package reprocessed or sterilized? The box was not sterilized or reprocessed. Was the sterility of the device compromised? The damage to the box was inside the cellophane and unopened. The end-user felt the integrity of the item may have been compromised. Do you believe this is a result of damage during shipping, or a manufacturing error? The box was not damaged in shipment and probably was damaged in manufacturing since the product has not been opened. Did this issue contribute to any patient adverse event? No patients were involved. What is the lot number? Lot rpbcmm. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample and it was determined that one sealed box of product code sxpp1b420 was received for evaluation. As per the visual inspection of the sample received, the box was observed crushed with the film intact. Based on the information currently available, the packaging damaged was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.